Manufacturer narrative:
Additional information was received: the balloon aortic valvuloplasty (bav) was performed due to moderate paravalvular leak (pvl) and the need for the frame to be further expanded. Conclusion: the device history records for the valve and frame records were reviewed. The device met all manufacturing specifications for final product release and no issues were identified that would have impacted this event. It was reported that during the implant of the valve, a balloon aortic valvuloplasty (bav) was performed due to moderate paravalvular leak (pvl) and to further expand the valve frame. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or the presence of pre-existing patient conditions. In this case, since there was a need to further expand the valve, then it is possible that the pvl was attributed to an incomplete frame expansion. Valve under-expansion can be affected by multiple factors such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). There is no indication of a potential manufacturing issue, device misuse or a quality deficiency. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, echocardiogram indicated a peri cardial effusion. Subsequently, a pericardial window was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received: per the physician, the pericardial effusion occurred during post balloon aortic valvuloplasty (bav) and was not caused by the valve. If information is provided in the future, a supplemental report will be issued.